Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, while attempting to enter tether mode, resistance was encountered. An attempt was made to redock the lp, but the device could not be redocked. It was also noted that the lp was difficult to separate from the catheter. The lp was ultimately removed and replaced with a new lp. There were no patient complications, and the patient was discharged.